Manufacturer narrative:
If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This lead was explanted. No adverse patient effects were reported.